Event description:
It was reported that the patient was reimplanted with an artificial urinary sphincter (aus). The old aus was removed in a previous surgery due to unspecified reason. No information about the patient's outcome was provided. Additional information received. The patient's condition that leaded to surgery was recurring incontinence.

Manufacturer narrative:
Field change: e1.

Event description:
It was reported that the patient was reimplanted with an artificial urinary sphincter (aus). The old aus was removed in a previous surgery due to recurring incontinence. No information about the patient's outcome was provided.